Event description:
It was reported that there was leaking between tubing and catheter without an occlusion alarm. The patient was receiving apomorphine. No clinical consequence observed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.